Manufacturer narrative:
The lot number was provided for the malfunction; therefore, a lot history review is currently being performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however images have been received. The investigation identified misfire, but not failure to deploy or difficult to advance. The definite root cause could not be determined. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl08120 vascular stent graft allegedly experienced failure to deploy, misfire, and difficult to advance. This information was received from one source. Of the one malfunction, one involved a patient with no patient consequences. The patient was (B)(6) years of age and (B)(6) kgs. The one reported patient was male.